Event description:
During routine ICD check on (B)(6) 2006, the device demonstrated its eri (early replacement indicator) dated (B)(6) 2006. Device was 14 month old suggesting premature battery depletion. ICD replacement performed on (B)(6) 2006 by dr. (B)(6). "Same to dish" completed prior to replacement and sent to medtronic.